Manufacturer narrative:
Product complaint # (B)(4). Additional pro-code: hrs. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent scheduled removal hardware of a variable angle locking compression plate (va-lcp) olecranon plate, upon removing the proximal 2.7 mm va screws, 2 of the 3 screws broke just below the head of the screw. Multiple attempts were made using the broken screw removal instruments to remove the screws from the synthes broken screw removal set, which were unsuccessful. Hardware was left in the extremity. The procedure was successfully completed with ten (10) minutes of surgical delay. Patient status was unknown. Concomitant device reported: unknown broken screw removal instruments (part # unknown, lot # unknown, quantity unknown), unknown screw (part # unknown, lot # unknown, quantity 1). This complaint involves three (3) devices. This report is 2 of 2 for (B)(4).